Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient first noticed the loss of therapy and pain at the end of (B)(6) 2024. The lead migration was confirmed via x-ray on (B)(6) 2025. It was noted that the patient slipped and fell and this may have caused/contributed to the lead migration. Rep reported they reprogrammed dtm to hit targets based on the new imaging and the pt said the scs was working much better than it had been.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6)implanted: (B)(6)2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jan-2025, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-dec-2024, UDI#: (B)(6)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of therapy and a return of pain.  It was determined there was a lead migration.  It was noted the issue was resolved, but it was not reported how it was resolved.  Follow up will be conducted to obtain additional information.